Event description:
The reporter alleged the following results, with two different meters, within 10 minutes: "over 20 mmol/l" (mobile system) and "5-6 mmol/l" (aviva system). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).